Event description:
The customer reported obtaining an erroneous bnp2 result (41pg/ml) within the normal reference range for one patient on the access 2 immunoassay system. The customer was prompted to reanalyze the patient's sample as the result from the day prior was above the normal reference range (300pg/ml). Patient's sample was subsequently tested in duplicate. One result was within the normal reference range (9pg/ml) and another result was above the normal reference range (158pg/ml). The customer stated that the erroneous results were not released from the laboratory and there was no change to or impact to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
System parameters including quality control (qc) and system checks were failing out of range after the event. Qc was recovering low (more than 3 standard deviation) and the system check performed after the event failed multiple parameters due to elevated coefficient variations (cv), low means and relative light unit (rlu) flags. There were no issues noted with sample collection, sample processing or sample handling in connection with this event. The fse replaced the substrate pump due to the failing qc and system check because substrate dispensing issues were suspected. After replacement of the substrate pump, the customer no longer had issues with qc recovery, system checks or patient results. All verification testing passed within the published performance specifications.